Manufacturer narrative:
Sections d9 and h3 were updated. The lancet device was returned. The lancets were not returned. The customer's allegation was not reproduced at the investigation site. The customer's lancet device was tested at all different pricking depth settings with test lancets; for each attempt, the needle produced a puncture hole, and was correctly retracted and ejected. When the end cap was placed on the device, the lancet did not stick out from the cap. The lancet device was disassembled, and no abnormalities were identified that would have caused the customer's allegation. The investigation did not identify a product problem. The lancet device operates according to specification.

Manufacturer narrative:
Section e3: occupation is patient/consumer the lancet device and lancets were requested for investigation. The lancet lot number was 10524097 with an expiration date of 01-jan-2028.

Event description:
There was an allegation of a retraction issue with a coaguchek softclix lancet device. The patient alleged that a properly seated lancet protruded from the end cap of the device.